Event description:
The customer reported, the system failed to fluoro. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified. However, enhancements for contact of the board and cable were performed. The system was found to be working as intended.